Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 intermittently occurred with multiple cartridges. Reportedly, the customer had followed the prompts during the load sequence. In addition, the customer reused cartridges and was advised that reusing cartridges is considered off-label. Customer's blood glucose level was approximately 200 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarm.